Event description:
Baxter reports the pt connector of the minicap transfer set separated from the baxter titanium adapter after 1 day of use. The affiliate reports no pt injury or medical intervention as a result of the incident.